Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that during a clinic visit in (B)(6) 2014, it was found that the pt had a driveline infection positive for (B)(6). IV antibiotics were started and debridement was performed on (B)(6) 2014. On (B)(6) 2014, drainage had increased from the driveline site and another debridement was performed on (B)(6) 2014. On (B)(6) 2014, the pt presented to the clinic with chills and worsening of the driveline infection including increased redness and drainage. The pt was non-compliant and had not continued the IV home antibiotics. The pt's inr was subtherapeutic at 1.3. The pt was switched to oral antibiotics.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it remains in use supporting the patient. No further issues have been reported at this time. The report of infection could not be confirmed through this evaluation. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.